Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 120mcg/day and 500mcg/ml gablofen at 120mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a traumatic thing happen in florida. On (B)(6) 2017 the patient low reservoir alarm went off and the hcp thought it was an emergency to refill the pump and so someone went to the patient's home to refill the pump. The patient's pump was filled on (B)(6) 2017 with 2000mcg/ml of an unknown baclofen, but it should've been 500mcg/ml. On (B)(6) 2017 the patient overdosed, 911 was called, the patient went to the emergency department, and was "almost dead." The pump was "slowed down," and a bridge bolus was programmed and the patient was fine after that. The eri was noted as 61 months at that time. The hcp reported that the drug is lasting too long now in the pump and there is still 29cc. So the hcp stated they would be filling the pump with 500mcg/ml gablofen at 120mcg/day and doing a bridge bolus. The hcp was walked through the steps to perform the bridge bolus and was able to successfully program the bridge bolus. No further complications were anticipated/reported.